Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was performed. The patient was stable.